Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "drive shaft bent" was confirmed. During the pre-repair diagnostic assessment, the device was found to have a "bent shaft". If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device had a bent drive shaft. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.